Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument made unexpected movement after first clip application. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the customer to confirm that the instrument was inspected before the procedure and no damage was noted. The instrument did not match the action intended by the surgeon. After the surgeon pulled away from tissue after clip was applied, the clip applier dropped downward which was not the movement by the surgeon and it only happened once. The surgeon did not feel comfortable using it again. Another clip applier was used to resolve the issue. The drape was not exchanged and there was no patient harm.

Manufacturer narrative:
The medium-large clip applier instrument has been returned and evaluated by the failure analysis team. Failure analysis investigations confirmed the customer reported complaint . Failure analysis could not replicate or verify the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The clip test was performed and passed on multiple attempts. There were no unexpected movements observed after clipping. The instrument was fully functional. Visual inspection was performed and no damage was found. There was no problem detected. A review of the site's complaint history indicates that this record is related to patient identifier 521844. No image or procedure video was provided for review. A review of the instrument logs for the medium-large clip applier instrument (470327-12/n10210712 0081) associated with this event was performed. The instrument was last used on (B)(6)2022 63 uses remaining. This complaint is being reported based on the following conclusion: it was alleged that the clip applier instrument moved with unintuitive motion (e.g. The instrument unexpectedly jerked/jumped/swung/bowed, moved in an unexpected/unintended/unknown way). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.